Event description:
Clinical study. It was reported that 835 days after a coronary artery drug-eluting stenting treatment procedure, the pt had a target-vessel re-intervention (tvr). The index procedure treated 1 2.5mm vessel diameter, 15mm long, 90% stenosed target lesion located in the proximal circumflex (cx). Treatment consisted of pre-dilatation and placement of a 2.5x24mm taxus express2 drug-eluting stent (des) reducing the stenosis to 0%. The pt was discharged 1 day post-index procedure on aspirin and plavix. The pt presented 835 days post-index procedure with chest pain. Cardiac catheterization showed 80% stenosis in the proximal cx. Treatment consisted of angioplasty and placement of a 3.0x16mm taxus des to the proximal cx, reducing stenosis to 0%. The pt was discharged 4 days later. The physician indicated the relationship to the study stent and index procedure as "definitely."

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 4571236 found that the device met its material, assembly and product specs, at the time of release to distribution.